Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 78 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was known to have inotropes, vasopressors, and vented for respiratory needs. Any other underlying cardiac or systemic history is unknown. On the day after implant there was hematuria noted, which could be a sign of hemolysis. The team drew the plasma free hemoglobin (pfhg) lab to confirm hemolysis and assessed pump position. To date the pfhg results have not been shared. The pump remained on for support for 6 days until weaned and explanted. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the reported hematuria could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.

Manufacturer narrative:
Corrected information: h6 med dev prob code updated.